Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. Per the IFU, atrioesophageal fistula is a known risk during the use of this device.

Event description:
Following a pulmonary vein isolation (pvi) procedure, the patient expired secondary to an esophageal fistula. On (B)(6) 2015, a pvi procedure was completed with a tacticath quartz ablation catheter. The patient expired in mid-(B)(6) 2015 and autopsy results indicated this was secondary to an esophageal fistula from the ablation procedure. There were no alleged performance issues with the catheter. Additional information received indicates the patient complained of chest pain after the procedure and was monitored in the hospital for additional days. The patient was released and ten days later presented with shortness of breath and a chest infection, which was treated. The patient returned home and expired on (B)(6) 2015.